Event description:
It was reported that a balloon catheter had been used successfully with the co-pilot. However, when attempting to advance a 3.5 x 15 mm xience alpine stent delivery system (sds) through the co-pilot, the sds could not advance through the co-pilot and became stuck. The devices were removed together. A new co-pilot and xience alpine were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Eight unopened, unused devices were returned and analyzed. The unused devices did not show any indication of a product quality issue with respect to the design, manufacture, or labeling of the devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine referenced is being filed under separate manufacturing report number.